Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6).

Event description:
The customer reported a false positive architect b-hcg result for a patient while using the architect i2000sr analyzer. Sample ID (B)(4) generated an initial result of 1381.89 miu/ml and retest of the sample generated <1.20 miu/ml. A new sample was also tested and generated <1.2 mui/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service resolved the issue by replacing leaking syringe assemblies and manifold valves, which were identified to be the likely causes. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for valve, manifold kit (rohs) and the syringe assembly (rohs) identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: patient 2: sample identifier (B)(6), sex female, age (B)(6) refer to related manufacturer report number 3005094123-2018-00013 for the device evaluation of the architect total b-hcg assay. Update 18apr2018: patient identifier changed to multiple. Describe event or problem: information provided for a second patient. Additional manufacturer narrative: added patient information and added a reference to the manufacturing report number for the architect total b-hcg assay.

Event description:
Data for a second patient that generated a false positive architect total b-hcg result was provided on (B)(6) 2018. Patient 2: (B)(6) female, sample ID (B)(6) generated an initial result of 32.84 miu/ml. The sample was recentrifuged and retested on a second analyzer the next day and generated <1.2 miu/ml.